Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner would not slide into the shell due to the locking ring in the shell being bent.